Event description:
Trifusion placement (B)(6) 2009. Returned for a broken clamp (B)(6) 2009. Replaced catheter. A (B)(6) male with a bilateral lung transplant and kidney transplant, requiring trifusion catheter for photo pheresis. Patient had a right internal jugular trifusion catheter placed in (B)(6) 2008 and exchanged in (B)(6) 2009. He is seen here today for an exchange of his trifusion catheter secondary to a broken clamp.